Event description:
It was reported that the controller was later exchanged on (B)(6) 2024 because it continued to display charging along with intermittent beeps, and the exchange resolved the issue.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated following the reported event of a brief unknown alarm. There were no log files available from the event date. The downloaded log file shows data from two months after. A review of the downloaded controller event log file spanned approximately 2 days ((B)(6) 2024, and (B)(6) 2000 per time stamp). The backup battery fault alarm activated on (B)(6) 2024 at 09:56:29 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active until the battery was reseated on (B)(6) 2024 at 11:53:51. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional information provided stated that the unknown alarm did not reoccur after changing the outlet the mpu was connected to, and the controller was exchanged. Although using a different outlet for the mpu was reported as one of the resolutions for the alarm, the observed backup battery fault alarm is an issue with the controller backup battery and cannot be correlated to any issue with the mpu. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate ii instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at a hotel on the mobile power unit (mpu) when they heard a brief alarm that sounded like the alarm that occurs when the batteries get low. The patient changed to batteries immediately. It was reported that an image was displayed on the system controller that lasted for about 20 minutes. The patient later changed outlets on the mpu and the issue did not re-occur.